Event description:
The lead was implanted on (B)(6) 2003. No inhibition of ventricular pacing for greater than 2 seconds noted. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).